Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user disconnected from the ilet system and requested a return after experiencing fluctuating blood glucose levels, including overnight lows, and declined further training or troubleshooting. Symptoms included hypoglycemia. Outcomes included no reported injury, hospitalization, or medical intervention. Customer care provided support that included internal review of the complaint and coordination with field and returns teams. Investigation of this case revealed no device alarms or alerts reported and no device malfunction confirmed, and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence.